Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported an error occurred on boot-up. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, no anomalies were found during functional or bench testing. It was also noted that the upper and lower cases were broken, both bail covers were broken, the battery contacts were compressed, and the keyboard was scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.